Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that while working on the black water tank of a cobas 6000 core unit because of a device issue the operator cut their finger. The cut was on the middle finger of her right hand and required a stitch. The event happened when the operator turned the fitting and while pulling it off was cut on the sheet metal near the fitting. The black water tank and sheet metal were requested to be returned for investigation. The operator's current condition and what preventative safety precautions they were using was asked for but not provided. The investigation is ongoing.

Manufacturer narrative:
The operator's health was good and she had no restrictions. The suspect components of the instrument were provided for investigation. During the investigation, the components were installed and removed according to the operators manual without hitting the investigators hand. The sheet metal was tested and no sharp edge was found. The investigation did not identify a product problem. The cause of the event could not be determined.